Manufacturer narrative:
The arjohuntleigh service tech visited the site and evaluated the device with the following results: all functions working ok. Checked all power cables and control cables for visible signs of damage, pat tested bed, all casings inspected for damage; no problems found. Also, the bed had recently been pat tested and approved by (B)(4) who are an electrical contractor used by the (B)(6) on may 10th, 2011. Due to no electrical faults found, it is our opinion that the shock was caused by a build up of static electrical energy, as it was reported that the staff members involved had only just completed making the bed by folding sheets.

Event description:
It was reported by the customer that while making the bed, the 2 carers both stated that they received an electric shock from either end of the bed. The bed was isolated and removed from use. No injuries reported to either the caregivers or the resident.